Manufacturer narrative:
Additional information received as follows: services was performed by an authorized third party on october 31, 2018. The ventilator was inspected and the pump manifold assembly was replaced. The cause of the observed condition was determined to be the pump. The event will be included in trending and monitoring. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the ht70 pump as returned to medtronic for failure investigation. The pump was visual inspection and functionally tested with no anomalies observed. Although the authorized third party service center replaced the pump, there was no malfunction or product deficiency observed during the manufacturer testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient at home, ht70 ventilator frequently generated breathing circuit failure and low pressure alarm. The saturation of the patient was dropped to 40%. Immediately patient was switched to resuscitation ambu bag and taken to hospital. When the sales representative arrived to the hospital the ht70 was returned to use on patient. It was observed that the airway pressure was about 10cm and spo2 (peripheral capillary oxygen saturation) was lower than the actual settings. The airway pressure was stable after replacing the device. No permanent injury was reported.